Manufacturer narrative:
The previous MDR was submitted by (B)(6) under manufacturer report reference number (B)(4). Additional information provided determined that this device was manufactured by cook inc (cinc). With the submission of this initial report, cinc informs that all future submissions regarding this complaint will be handled under manufacturer report number referenced in g9 of this initial medwatch report. Occupation: non-healthcare professional. Investigation: the following allegations have been investigated: vena cava (vc) perforation, pain, heartburn, dyspnea, anxiety, no energy, fatigue, limited activity, and worry. Investigation is re-opened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force, or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Unknown if the reported pain, heartburn, dyspnea, fatigue, anxiety, no energy, limited activity, and worry are directly related to the filter and unable to identify a corresponding failure mode at this point in time. A total of 20 devices were manufactured in the reported lot. To date, one other complaint has been reported against the lot#: pr312878. The associated work order was reviewed. No related/relevant notes were documented. The device is manufactured and inspected according to current controls. No evidence to suggest that this device was not manufactured according to specifications, and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow up report will be submitted should additional information become available.

Event description:
Patient allegedly received an implant on (B)(6) 2013 via the left femoral vein due to bilateral lower extremity deep vein thrombosis (dvt). Patient is alleging vena cava perforation (tines extend beyond vena cava wall), "midegastric" pain. Patient notes and further alleges "since placement of the ivc (inferior vena cava) filter I now experience mild gastric pain and heartburn/acid reflux after every meal to the extent I have had to change my diet. I now have increased shortness of breath and fatigue easily. I have also developed anxiety about what is going to happen with the filter in the future," lack of energy, fatigue, limited activities, and worry.

Manufacturer narrative:
Investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: tilt. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. A total of (B)(4) devices were manufactured in the reported lot. To date, one other complaint has been reported against the lot. The associated work order was reviewed. No related/relevant notes were documented. The device is manufactured and inspected according to current controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Per a computed tomography (CT): "findings: filter type: cook gunther tulip. Ivc stenosis: none. Filter position: below the level of the renal veins. Filter migration: none. Filter fracture/bending: no filter tilt: none. Filter penetration: yes. Other findings: no. Impressions: the filter is tilted to the anterior with its proximal cone against the ivc wall. Axial image 53. The anterior strut penetrates 7 mm through the ivc wall. Sagittal image 77. The left strut penetrates 8 mm through the ivc wall. Coronal image 55. The posterior strut penetrates 7 mm through the ivc wall. Sagittal image 76. The right strut penetrates 8 mm through the ivc wall. Coronal image 57.